Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital with a neck injury due to a syncopal event. It was determined that the right ventricular (rv) lead exhibited possible t-wave oversensing (twos) and the device experienced intermittent pacing below the programmed pacing rate. The sensitivity was adjusted and the system remains in use. No further patient complications have been reported as a result of this event.